Manufacturer narrative:
Received one speedband device with the velcro strap and the ligator head for analysis. Visual examination of the ligator head found all bands present; it was also noted that it was not completely removed from its packaging when received. An examination of the handle assembly found the shank to have detached from the handle bracket. The ultrasonic energy directors of the shank and handle bracket were properly melted and the joint appears to have been properly ultrasonically welded. It was noticed that the crimp was present on the trip wire and the proximal end of the trip wire was cut. The suture was broken and the trip wire was partially rolled in the handle; there was evidence that the trip wire was secured in the handle assembly slot during the procedure. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. Based on the evaluation of the returned device, it appears that the ligator head was not completely removed from its packaging. As instructed in the dfu, if the shrink wrap is not removed, the bands will not fire. Therefore, the most probable root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7¿ device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands failed to deploy. The procedure was completed with another speedband superview super 7¿ device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported issue of bands failed to deploy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7¿ device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands failed to deploy. The procedure was completed with another speedband superview super 7¿ device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.